Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the programmer can no longer communicate with the ipg. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.